Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one osseotite® implant 3.75 x 13mm (oss313) was returned for investigation. Visual evaluation of the as returned product identified fracture across the threads and bone residue around due to usage. Functional testing and dimensional analysis could not be performed since the device was fractured. No pre-existing condition were noted on the product expereince report. The reported device had been placed on tooth 43 (fdi) for an unknown period of time. Per the applicable IFU, it is stated that breakage may occur following improper techniques used and when device is loaded beyond its functional capability. Device history rrecord review for the lot (2016100456) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016100456) for similar events (complaint category keywords: functional: fracture: implant) and no other complaint was identified under (B)(4). June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant failed due to a fracture, both parts of the fractured implant were successfully removed.